Event description:
It was reported the patient's stimulation device will "on for several days" and will suddenly turn off. The patient experiences "terrible pain" and when the device is checked, it is found to be off. There is no known emi that could be causing the device to shut off. It is unknown when the patient first experienced the device turning off or how many times it has occurred. Additional information has been requested but was not available on the date of this report.